Event description:
I received a new blood glucose sensor from dexcom which did not insert correctly. When looking at the sensor information on its packaging, I see dexcom sent me a sensor which has passed its expiration date. This sensor was received from dexcom the week of november 8, 2021. The expiration date on the packaging is 09-02-2021. Pn: 9500-45, lot: 7279542. (B)(6). I'm amazed a medical device company is allowed to send patients devices which are past their expiration date. This needs to be investigated. Thank you, (B)(6). FDA safety report ID # (B)(4).